Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose and moving freely, and the two-way stop cock was open. The outer catheter was noted to be stretched 53mm from the strain relief. There was a gap between the atraumatic tip and the distal end of the catheter of 3mm. Dried blood was observed between the outer catheter and the stent graft. Functional/performance evaluation: an attempt to deploy the stent graft was not successful due to dried blood. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure based on the condition of the returned sample. In addition, the stent graft could not be released during functional testing. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent graft could not be deployed due to resistance in the deployment system. The stent graft was exchanged over the glide wire for new stent graft that was deployed successfully. There is no reported patient injury.